Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set failed the day prior. Customer checked their site and found the tubing had completely disconnected. The customer also reported experiencing high blood glucose over 450 mg/dl. The customer was hospitalized on (B)(6) 2017 with a high blood glucose over 404 mg/dl. The cause of the hospitalization was from the infusion set failure. The customer was treated with an IV drip. The customer was wearing the insulin pump at the time of the hospitalization. The customer's current blood glucose was 140 mg/dl. The customer declined to troubleshoot for the insulin pump. The product will not be returned for analysis.